Event description:
Customer reported that the insulin pump is alarming, squirting the insulin out during the manual prime and that the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to protruded/loose drive support disk. Unit had cracked display window corners and battery tube threads, cracked reservoir tube lip and reservoir tube.